Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 65mg/dl. It was stated that the customer delivered a large dose of insulin while the customer was changing the infusion set. It was stated that the customer did not rewind the insulin pump before placing the reservoir into the insulin pump. The customer's most recent glucose reading was 330mg/dl. No further info was provided.